Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter reverted to mmol/l. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began approximately 1 month prior to contacting lifescan. The patient obtained the results of "9, 11 and 8 mmol/l" using the subject device. The patient also alleged that she could not read the meter display due to her poor eyesight. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "blurry vision, dizziness, nausea, cold sweat, shakiness and anxious" at an unknown date/time after the alleged product issues began. The patient stated that she visited ER on an unknown date/time and received hcp treatment of metformin (3 tablets daily). The patient stated that her blood glucose was tested at night on an unknown date/time using a lab device; however she could not remember the result obtained. At the time of troubleshooting, the csr noted that the unit of measure had not been changed in the settings recently and the patient was not aware that the unit of measure had changed to mmol/l. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "blurry vision, cold sweat and shakiness" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.